Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esd ascending rectal adenoma endoscopic dissection esd procedure performed on (B)(6) 2025. During the procedure, the steel wire at the handle was kinked and failed to release the clip. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.